Event description:
It was reported that a nurse was unable to prime a vented paclitaxel set with normal saline. This event occurred outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow test using gravity was performed, and fluid was found to flow correctly through the tubing with no blockage identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.